Manufacturer narrative:
An investigation is ongoing. A supplemental MDR will be submitted to share the conclusions. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged discrepant results for 2 runs while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged samples initially generated a positive result for influenza a on the cobas® liat® system. The same samples was retested on a different platform (cepheid) which yielded negative results. The negative results were reported out. No harm was alleged. An investigation is ongoing to evaluate the customer's issue.

Manufacturer narrative:
Throughout the data analysis, a systematic issue was not observed and a product problem was not found. Data was reviewed from liat s/n (B)(6), however, data is not available from liat serial number (B)(6) for the 2nd sample/patient as the customer has deleted that data from the instrument. For the 1st sample/patient (liat s/n (B)(6)), the pcr curve shows real amplification, but the delayed CT indicates a low titer sample near the limit of detection (lod) of the assay where results are known to waiver. The lod differs significantly between the sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat system and the cepheid genexpert which could explain the sample discrepancies. As such, results with one assay may not be reproducible with a different assay. It is possible that a low level of laboratory contamination could cause a low viral load in the sample. Further investigation was performed on the two reagent used and ruled out a product quality issue. The most likely cause for the discrepancies observed could be the differences in testing methods between the liat and the cepheid and the low titer of the sample where one assay result may not be reproducible with a different assay. Corrected initial reporter facility name and address. (B)(4).